Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer had tunnel vision, shakiness and was sweating, symptoms that indicate she was having low blood sugar. She tested herself with the contour next link, and received a result of 78mg/dl, retested with a different meter, and received a reading of 45 mg/dl. Further information was not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the strips for evaluation. A new meter and strips were sent to the customer.